Event description:
It was reported that approximately two years post-hip procedure, the patient underwent a right hip revision due to pain. During the revision, scar tissue was noted. The head and liner were exchanged. A screw was added to the cup for additional reinforcement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.